Event description:
It was reported that stent was damaged and migrated distally, causing a cerebral infarction and stenosis. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent was selected for implantation. However, approximately one month after placement, the stent was damaged due to contact between the wallstent and the cervical bone. A fragment of the damaged stent migrated distally, causing a cerebral infarction. The wallstent itself also kinked, creating a stenosis where plaque had adhered. The bone in contact with the 1/5 wallstent was resected, and a 1/8 non-boston scientific stent was telescoped.

Event description:
It was reported that stent was damaged and migrated distally, causing a cerebral infarction and stenosis. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent was implanted. However, approximately one month after placement, the stent was damaged due to contact between the wallstent and the cervical bone. A fragment of the damaged stent migrated distally, causing a cerebral infarction. The wallstent itself also kinked, creating a stenosis where plaque had adhered. The bone in contact with the 1/5 wallstent was resected, and a 1/8 non-boston scientific stent was telescoped. It was further reported that the stent fragment migrated to the perforating branch territory, and the patient exhibited mild numbness of the limbs as a stroke symptom. As the cerebral infarction involved the perforating branch territory, no specific treatment was performed. The procedure was completed by covering the internal carotid artery with a 1/8 non-boston scientific stent. The patient had been taking medication from the time of stent implantation until the onset of the cerebral infarction. The patient was reported to have recovered, with no residual effects or sequelae observed. No specific physical activity was reported; however, contact was attributed to abnormally developed cervical bone anatomy in the patient.

Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was not received for analysis despite multiple inquiries regarding return status. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of stent fracture, stent material deformation, stent migration, ischemia stroke, restenosis, surgical intervention and additional device required are known events defined in the products risk management documentation. These events have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure. It was reported that the contact between the stent and cervical bone led to stent damage, fracture and migration. It was also reported that the damaged (kinked) stent led to restenosis and the migrated section of stent led to cerebral infarction. The device was not returned for analysis. The stent being placed during the procedure in a section of the vessel which was in proximity of the cervical bone leading to contact, likely contributed to the event.